Event description:
According to the literature, a 57-year-old male developed ureteral obstruction after undergoing robotic-assisted laparoscopic prostatectomy. On postoperative day two, the patient experienced increased pain and underwent a computed tomography scan which revealed hydroureteronephrosis. A left percutaneous nephrostomy tube was placed under fluoroscopic guidance. Three weeks later, the patient underwent cystoscopy and left ureteroscopy due to suspected distal obstruction. It revealed obstruction of the ureter, presumed to be secondary to suture ligation at the time of the vesicourethral anastomosis which had been performed using 3-0 suture. Seven weeks postoperatively, the patient underwent robotic-assisted laparoscopic left ureteral reimplantation and recovered.

Manufacturer narrative:
Reference: baetzhold d, dinerman b, rutkowski j (august 03, 2024) ureteral ligation during robotic-assisted laparoscopic prostatectomy. Cureus 16(8): e66096. Doi 10.7759/cureus.66096 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.